Event description:
It was reported that there was a lead revision on (B)(6) 2014. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0235462v, implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3387-40, lot# j0228090v, implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).